Manufacturer narrative:
Manufacture has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) during the hf sensor implant procedure the physician decided to implant in right pulmonary artery instead of left due to the patient¿s left artery anatomy. However the physician had difficulty in implanting the sensor due to the unstable guide wire position and the anatomy of right pulmonary artery. Troubleshooting was tried by moving back to implanting the sensor in the left artery. However, the patient started coughing blood (hemoptysis) and the procedure was abandoned. Vasoconstrictors were applied. Reportedly, few hours later the patient was stable and was doing ¿fine¿.